Event description:
It was reported that during a lead revision procedure, the new lead was inserted into the cephalic vein. Prior to using fluoroscopy, the surgeon pushed on the lead. Subsequently, fluoroscopy revealed that the lead was placed in the internal jugular (ij) vein. The surgeon then pulled back on the lead and inadvertently left the tined portion of the lead inside the branch of the ij (at the ear level). The surgeon tried to remove the tined portion of the lead but the coil of the lead was stretched. An interventional cardiologist was called to assist and successfully removed the tined portion of the lead from the ij branch with the use of a snare. A new lead was successfully implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Visual summary analysis of the lead indicated damage at implant. The distal end/electrodes of the lead became extrinsically damaged due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner and outer insulation of the lead was extrinsically breached due to a tear. The inner and outer insulation of the lead was observed to have blood ingression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.